Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the site lost power and was unable to get their surgeon side console (ssc) reconnected. Prior to calling in, the customer performed a hard reboot, with no change. The customer stated that the power button on the ssc was not lit. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer try cycling the ssc breaker twice, with no change. The customer tried moving the ssc power cord to multiple outlets, with no change. The isi tse recommended bringing in another ssc, but the surgeon declined. The surgeon stated they could finish the procedure by making a small incision. Isi followed up with the initial reporter and received the following additional information: the procedure was converted to open surgery due to the ssc not functioning. The patient tolerated the conversion to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was informed that the issue was resolved after a hard reboot of the system. There was no further issue noted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.